Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing impedance measurements on this left ventricular (lv) lead. It was also noted that the right atrial (ra) lead exhibited low out of range impedance measurements. Reprogramming options were also discussed. No adverse patient effects were reported. At this time, this device system remains in service.